Event description:
Customer reported via phone, the insulin pump had alarmed no delivery during bolus. The customer's blood glucose was 333 mg/dl. Troubleshooting was performed. Customer was advised to perform a fixed prime into the air and customer stated the insulin didn't exit and the device alarmed. She was then advised to disconnect the reservoir and then disconnect and reconnected the reservoir and infusion set. She then manually pushed insulin using a plunger, insulin did exit. She reconnected the reservoir to the device and perform a manual prime in the air and insulin exited, the device didn't alarm. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.